Event description:
It was reported that; during insertion of cage, it would not hold pressure. Update: the event occurred on (B)(6) 2016 rep confirmed he was not made aware of this until (B)(6) 2016. The surgery was completed using another cage.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The implant was not returned for evaluation because the implant was not returned for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; during insertion of cage, it would not hold pressure. Update: the event occurred on (B)(6) 2016 rep confirmed he was not made aware of this until (B)(6) 2016. The surgery was completed using another cage.